Manufacturer narrative:
(B)(4). Device has not been returned to manufacturer for evaluation. Method: no testing methods performed. (B)(4).

Event description:
It was reported, ¿nim 3.0 malfunctions.¿ no indication of patient injury, and no other details.